Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Insulin pump unable to prime during prime test due to faulty force sensor. No motor error alarm noted, motor passed motor test. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Customer stated he was able to rewind the pump. Customer was advised to discontinue use of the device and to revert to back-up plan. Customer's blood glucose level was unknown. Nothing further was reported.